Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe was unable to cut nor actuate during a procedure. The condition of aspiration is unknown. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
One opened probe was received with a tip protector, in a bubble bag, for evaluation. The returned sample was visually inspected and found to be non-conforming with the needle bent at the stiffener sleeve. The probe was then functionally tested for actuation and cut. The sample was conforming for cut and was non-conforming for actuation. The probe sample was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. Wear marks were observed at one location along the cutter and gouge marks were observed at several locations along the cutter. The sample was retested for actuation with the probe driver and was unable to actuate in all applicable modes. The engine assembly was then disassembled and components inspected. A defect in the rear housing was observed. The product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm that the probe had a cut failure. The evaluation does confirm that the probe sample had an actuation failure. The exact root cause of the actuation failure cannot be determined from the evaluation performed. A contributing factor to the actuation failure is the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. The root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. The evaluation indicated that there was a defect in the rear housing of the engine assembly. The defect is in a location that would not cause interference with or impact any of the internal components of the probe engine and is, therefore, unrelated to the investigation findings. The cause of the rear housing defect cannot be determined from the evaluation performed. The evaluation did not confirm the reported cut failure and the root cause of the actuation failure and bent needle cannot be determined, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).